Manufacturer narrative:
Concomitant medical products: dtmb1d1 ICD, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing and has had known high thresholds for over a year. The lead is being monitored and remains in use. No patient complications have been reported as a result of this event.